Event description:
Attempted a heart catherization utilizing the right superficial femoral artery. An arteriography was performed for an abdominal aortogram which showed a foreign body in the right superficial femoral artery. This was removed and it was determined the fragment was part of the catheter's guidewire coating.